Event description:
It was reported that the ilet touchscreen was cracked, the device was nonfunctional, and a replacement was arranged; the background of how the damage occurred was unknown. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included review of the customer¿s account, collection of device information and damage images, and counseling on device management and data syncing. Investigation of this case revealed physical damage to the touchscreen resulting in loss of function, and the device would no longer be watertight after damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.